Event description:
Patient reported she got a sore on her abdomen after leaving the infusion site in for 3-4 days. Patient stated when she removed the cannula the site bled a little and left a lump. Patient went to urgent care for the infected site; doctor lanced the site and stitched it close. Infusion set has been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.